Event description:
The customer reported that the night before she got an alarm while wearing the sensor. The caller stated that her glucose level kept dropping. The customer stated that she troubleshoot on her own and got a button error alarm. Her glucose level was 436mg/dl in the morning and felt a little thirsty. Then she mentioned being hospitalized for low blood glucose of 50 to 60mg/d/. The caller stated that she struck her head a couple of times and had a black eye. She believes that the cause of her low glucose level was drinking a carbohydrate drink. She never made it to the kitchen and was not sure what happened and why the lows occurred. She mentioned that the insulin pump has been dropped and there are two little cracks on the top left and right hand corner of the screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.